Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with pressure chamber. Filled fluid into f-30 gas vent filter and installed onto h-31b air detector. The reported issue was not confirmed. The technician powered on device and h-31b air detector green light-emitting diode ( led) illuminated. Removed back cover for further investigations. Visual inspection and no damage components. Device idled for 5 hours, and no error clamp alarm. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced air detector sensor board and air bubble sensor as preventative action.

Event description:
It was reported the device gave a "tubing clamped" alarm. No adverse effects reported.